Event description:
It was reported that during the implant procedure the guidewire was pushed through the lead until it came out the other side, but the guidewire couldn't be retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on the distal conductor (not obstructed).